Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system received an inappropriate shock and anti-tachycardia pacing (atp) due to noise over sensing on the right ventricular (rv) lead channel. A lead integrity situation was suspected. Furthermore, the rv lead pacing impedance had a sudden increase to high, out of range values. No noise was noted on shock channel, shock impedance was within range and pacing thresholds had gone up. The noise was found to be reproducible, so leaving therapy off was recommended in this case. System monitoring until a scheduled system revision was discussed. The rv lead and the crt-d remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system received an inappropriate shock and anti-tachycardia pacing (atp) due to noise over sensing on the right ventricular (rv) lead channel. A lead integrity situation was suspected. Furthermore, the rv lead pacing impedance had a sudden increase to high, out of range values. No noise was noted on shock channel, shock impedance was within range and pacing thresholds had gone up. The noise was found to be reproducible, so leaving therapy off was recommended in this case. System monitoring until a scheduled system revision was discussed. The rv lead and the crt-d remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.